Manufacturer narrative:
As reported, the sealant of a mynx control vascular closure device (vcd) was exposed and the device was frayed upon removal from the packaging. The device was not inserted into the sheath or patient. A new device from the same box was used with no issues noted or reported. There was no reported patient injury. The sealant sleeves (cartridge assembly) were not out of position, and no damages were noted. The device was removed from the package in the usual fashion by grabbing the control handle. The user was trained to the device, and the device was stored, prepped, and inspected according to the instructions for use (IFU). The device is stored in a temperature-controlled environment. The physician reported she did not see it prepped, but it was not out of the usual fashion by trained staff. The device was not returned. The product history record (phr) review could not be conducted as a lot number was not provided. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported events. However, as the issue reportedly occurred during preparation of the device, prepping/handling factors are possible. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the information available for review, there is no indication to suggest that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a mynx control vascular closure device (vcd) was exposed and the device was frayed upon removal from the packaging. The device was not inserted into the sheath or patient. A new device from the same box was used with no issues noted or reported. There was no reported patient injury. The sealant sleeves (cartridge assembly) were not out of position, and no damages were noted. The device was removed from the package in the usual fashion by grabbing the control handle. The user was trained to the device, and the device was stored, prepped, and inspected according to the instructions for use. The device is stored in a temperature-controlled environment. The physician reported she did not see it prepped, but it was not out of the usual fashion by trained staff. The device will not be returned for evaluation.